Event description:
It was reported that the error occurred that the system could not be filled in an arctic sun device. Per review of wo on 20mar2025, there was no patient involvement. Per follow up information received via mail on 20mar2025, device would be repaired in the hospital by crs or at crs depot.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The initial reporter's phone number that was provided was (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated. During the evaluation it was found that the device cannot be filled. Alarm 05 water reservoir empty was noted. Circulation pump was replaced. Device underwent general maintenance. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions can be taken. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.